Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, no radiofrequency (rf) telemetry was observed on the implantable cardioverter-defibrillator. The device was successfully upgraded after the initial upgrade was failed. The rf telemetry was active. The patient was stable before, during and after the event.